Manufacturer narrative:
Physio-control examined the customer's device and confirmed the reported issue. The cause of the reported issue was a heat sensitive integrated circuit (ic) chip, designator u2, on the user interface pcb assembly. Ic chip u2 caused the device to lock up with a white display upon attempting to boot-up. The device was repaired by replacing the user interface and system controller pcb assemblies, as well as reseating the user interface to stack flex cable assembly, which was observed to be loose. After observing proper device operation through functional and performance testing the unit was returned to the customer for use. The removed system controller pcb assembly was an ancillary part and there was no failure of this assembly.

Event description:
The customer contacted physio-control to report that their device had a service indicator present. Additionally, the device would intermittently not complete the boot-up cycle. There was no patient use associated with the reported event.